Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral component catalog # unknown lot # unknown, unknown nexgen articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2020-03365, 0001822565-2020-03367. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Event verbatim, preferred term, burns, thermal burn, narrative: this is a spontaneous report from a contactable pharmacist. This pharmacist reported same event for five patients. This is the third of 5 reports. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number aa2381, expiration date dec2021) from an unspecified date at an unspecified frequency for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient complained about the batch due to burns (in the period august-march). Action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Lot aa2381 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Consumer reports the wrap caused "burns." The cause of the consumers reporting the wrap caused "burns" is inconclusive since the review of records does not provide evidence to support a product defect. The product effect may vary with each individual. Care should be taken when using the device. Following all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritation. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, an inspection of retained samples. Retained samples met the product description, and the product is within the expiration date. This complaint does not impact the product quality for the batch. No lot-specific trend was identified. No expedite trend was identified. Site sample status was not received. Severity of harm was s3. Follow-up (24aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information is expected. Follow-up (18sep2020): new information received from the product quality complaint group includes severity rating. No follow-up attempts are possible. No further information is expected.